Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle length is longer than 8 mm with a relion® insulin syringe, this was discovered during use. The following information was provided by the initial reporter: it was reported that the needle length is longer than 8 mm. Problem is with two boxes of same lot.

Event description:
It was reported that the needle length is longer than 8mm with a relion® insulin syringe, this was discovered during use. The following information was provided by the initial reporter: it was reported that the needle length is longer than 8mm. Problem is with two boxes of same lot.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1/2cc syringe and (1) loose 1cc syringe. Customer states that the needle is longer than 8mm, 1/2cc. Both returned syringes were tested using the length gauge and both fell within specifications for 8mm cannula length. A potential product mix between the returned syringes also cannot be confirmed as the samples were returned loose without any packaging. A review of the device history record was completed for batch# 8344612. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.